Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with recurring paradoxical hyperplasia (pah/ph). Case reported by provider on (B)(6) 2022.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph) in abdomen, flanks, bra fat/upper back. Based on medical diagnosis and submitted information, the recurring pah/ph event is considered second request in bra fat/back fat region. Allergan was informed a patient received a coolsculpting treatment to the back fat/bra fat on (B)(6) 2017 using the cooladvantage+ applicator and presented with recurring pah.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph) in abdomen, flanks, bra fat/upper back. Based on medical diagnosis and submitted information, the recurring pah/ph event is considered second request in bra fat/back fat region. Allergan was informed a patient received a coolsculpting treatment to the back fat/bra fat on (B)(6) 2017 using the cooladvantage+ applicator and presented with recurring pah.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 - description of events, e1 - address 1, e2 - address 2, e1 - zip code, g6 ¿ type of report, a4 - weight, and a4 - weight units (patient).